Event description:
It was reported that the bd insyte¿ IV catheter 24ga had foreign particles. The following information was provided by the initial reporter, translated from spanish to english users report that foreign particles have been observed in the product at the time of use.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9059667, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the device appeared to be used. However, there appeared to be no foreign matter (fm) present on the device. Therefore, based off the provided photo the engineer was unable to verify the reported defect. Since no fm was visible in the provided photo a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ IV catheter 24ga had foreign particles. The following information was provided by the initial reporter, translated from spanish to english users report that foreign particles have been observed in the product at the time of use.